Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that a patient experienced an out of regulation (oor) error code, "oor 60 and that entered value cannot be used" on the clinician programmer when trying to program the current level higher. This occurs when trying to increase current on either left or right side. The oor had been showing since the first time the rechargeable was placed in (B)(6) 2015, with the clinic visit on (B)(6). The oor did not go away without intervention. The patient's programming was left side: 0+1-, 60us, 185, 4.7ua and right side: c+8-,60, 185, 1.8ua. The oor was not showing on the patient programmer when they worked with the patient programmer, able to increase the current without any oor notification. The patient was in current mode but this was also tried in voltage mode and the oor occurred in voltage mode also. Impedance were group z, left =1674 and right=1271 ohms. All pairs with #11 were greater than 40,000. C/0-1564, c/1-1444, c/2-2803, c/3-2342, 0/1-1960, 0/2-3212, 0/3-3520, 1/2-3347, 1/3-3332, 2/3-4292, c/8-1456, c/9-3783, c/10-2938, c/11->40 ,000, 8/9-4383, 8/10-3971, 8/11->40,000, 9/10-6356, 9/11->40,000 and 10/11->40,000. Previous impedance history was reviewed. Oor had not resolved, they had tried decreasing current on one side and increase on the other but this had not allowed them to increase programmed current. Stimulation therapy felt more intermittent and the patient felt surging sensation with tonic contractions on the left side of the body since the implantable neurostimulator (ins) was changed out in (B)(6) 2015. The patient had had programming reduced from 3.2 to 1.8 since ins change out due to side effects. The patient was receiving some therapeutic benefit from the deep brain stimulation but it had changed since ins change out. Further follow-up is being conducted to obtain information about the actions/interventions taken, the cause and the outcome. If additional information is received a supplemental report will be submitted.

Event description:
Additional information was received from a health care provider (hcp). It was reported than an impedance test was again performed and resulted in 9 = 15,786ohms, 10 = 3319ohms, and 11 = 40,000ohms; the only normal electrode was 8. It was also stated that x-rays were scheduled and palpations did not alter the already out of range high impedances; the cause was not yet identified. The x-ray will be performed by the neurosurgeon to determine if the problem is at the implantable neurostimulator (ins) connection site.

Manufacturer narrative:
Concomitant products: product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389-40, lot # v641328, implanted: (B)(6) 2012, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389-40, lot # v641328, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v853915, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v853915, implanted: (B)(6) 2012, product type lead; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
A healthcare professional reported that there was an error code of entered value cannot be used seen on the clinician programmer when attempting to increase amplitude, the clinician programmer would not increase amplitude on the right or left side but would decrease which had happened on (B)(6) 2015. The patient was able to increase amplitude with the patient programmer. It was later mentioned that the code was unknown. Impedance and parameters were provided; left side was case+/0- with therapy impedance of 1686 ohms, 8.607v, and electrode impedance of c/0-1569, c/1-1444, c/2-1271, c/3-2267, 0/1-1982, 0/2-3822, 0/3-3478, 1/2-3325, 1/3-3271, 2/3- 4253. Right side was case+/8- with therapy impedance of 1199 ohms, 2.884v, and electrode impedance of c/8-1376, c/9-3823, c/10-3473, c/11-40000, 8/9-4316, 8/10-4263, 8/11-40000, 9/10-7198, 9/11- 40000, 10/11-40000. The battery charge level was at 75%. The patient charged about 1 hour every day, patient had high settings. No patient symptoms were reported. The patient's indication for use is parkinson's dual and movement disorders. Additional information received from the healthcare professional indicated that the clinician programmer had not displayed an error code, it just would not increase amplitude and 2 different clinician programmers were tried with the same results. No actions were taken; electrode with high impedance was not being used. The cause of the high impedance was not determined.

Event description:
Follow-up was received from the healthcare provider which stated that the x-rays that were taken determined the lead is backing out of the implantable neurostimulator (ins). The patient will be scheduled to see a neurosurgeon and have surgery. The date was not determined at the time of the report.

Event description:
Additional information received from a manufacturing representative reported the cause of the high impedance was not determined. No action was taken to resolve the issues since that would require a revision surgery. The patient did not wish to do a revision at this time. The implantable neurostimulator (ins) was programmed in the health care provider's (hcp) office and the ins was placed in constant voltage mode to adjust the settings. The hcp also gave the patient a larger ability to adjust the system with the patient programmer in constant current mode. The impedance issue and out of regulation message had not been resolved. The patient was not experiencing tonic contractions the last time they met with the manufacturing representative.